Event description:
It was reported that clot formation occurred with the mc3 nautilus extracorporeal membrane oxygenation (ECMO) oxygenator during use. It occurred from (B)(6). The device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H.6. Fdc code updated d.4. UDI updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the device was used for 7-8 days prior to the event. Priming drugs used was calcium gluconate, sodium bicarb, 25% albumin and heparin. Small fibrin, thrombus was noted in connectors. The clots grew slowly. Anticoagulation was maintained based on standard protocol. The customer did not change the circuit or oxygenator because of this clot formation; functionality of the oxygenator was not "affected." The entire circuit is always changed at the customers institution. Low gas exchange was not observed. The patient's hematocrit at the initiation of ECMO was 41.5. The "patient's" hematocrit at the time the event was first suspected was 35-36. Heparin dosing is monitored using antixa (0.6-0.8) and atiii (>60%). The patient was not previously on heparin or other anti-coagulant therapy. The volume of prime solution in the circuit prior to initiation of ECMO was 700-800ml. Donor (packed red blood cells) prbcs, platelets and cryo were given to the patient. Prbcs resided in the circuit prior to the initiation of ECMO. The patient was not septic at anytime during or immediately prior to the ECMO run. A sorin s5 perfusion style rollerhead pump was utilized with a tubing pack made by medtronic with a cortiva tubing coating. There is a bridge present with approximately 10 connector points total for access pre and postmo. 10-12 is referring to the location of clot formation based on the hands of a clock. Clot formation occurred between 10 and 12 o'clock. Device evaluation summary: visual inspection shows evidence of a clot at the top pf both sides of the device. Reason for return was visually confirmed by the clot residue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.